Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction alarm while loading a cartridge. The customer did not know the blood glucose level, but thought it to be fine. Tandem technical support assisted the customer with resetting the pump; the alarm did not reoccur.